Manufacturer narrative:
D10 concomitant products: unknown-vloc, unknown vloc product (lot#:unknown), unknown egia su, unknown endo gia sulu (lot#:unknown), unknown egia su, unknown endo gia sulu (lot#:unknown) andrea balla. "Can 3d imaging improve results in colorectal cancer laparoscopic surgery?", 2025, https://doi.org/10.3390/jcm14134437 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a comparative prospective observational study reported an institution¿s experience in using 3d imaging laparoscopy versus 2d imaging in the treatment of patients undergoing colorectal surgery for malignancy between october 2016 and november 2017. It was noted that during laparoscopic right colectomy and laparoscopic splenic flexure resection, the enterotomy was closed with a 2-0 v loc suture following anastomosis with a linear stapler (60 mm purple cartridge). In laparoscopic left hemicolectomy procedures and laparoscopic anterior resections, the side-to-end anastomosis was accomplished with the eea dst stapler. There were 171 patients included in the study, and complications included perianastomotic abscess treated with CT-guided drain placement, anastomotic leaks treated with redo anastomosis or hartmann procedure, deep surgical site occurrence treated with laparoscopic lavage and drainage, and ileostomy occlusion requiring reshaping. Conversion to open was also noted in one patient secondary to pelvic bleeding. Can 3d imaging improve results in colorectal cancer laparoscopic surgery? Juan cintas-catena, j. Clin. Med. 2025, 14, 4437.